Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The act button on the insulin pump had intermittent button response due to keypad traces. No unexpected button error alarms noted during testing. The device had cracked case at the lcd window corners, scratches on reservoir tube window, cracked battery tube threads, and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed button error for 2 hours. The customer's blood glucose was 50 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.